Manufacturer narrative:
Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low", and the meter bg reading was 180 mg/dl. Inaccurate cgm readings resulted in the customer experiencing a "low" bg (specific bg value was not provided). Customer performed no action to address low bg. Reportedly, the customer performed calibrations when there was no bg value displayed on the cgm home screen. No additional patient or event information was available. A replacement sensor was sent to the customer.